Event description:
It was reported that two dissecting tools broke during use. There was no patient impact reported. On follow-up it was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. Eval determined that the tool fracture is consistent with an excessive bending moment applied to the tool when cutting. On follow-up it was confirmed that there was no pt impact. Event date is estimated. The user manual contains the following warning "excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."